Event description:
On (B)(6) 2025, the user reported experiencing elevated blood glucose (bg) levels for approximately three hours, with a recorded high of 330 mg/dl. The user was using a contact detach infusion set and had been performing meal announcements, but bg levels remained elevated. No issues were identified with the current infusion site. The agent recommended a supply change, which the user completed. The device provided alerts for elevated bg during the event. A follow-up on (B)(6) 2025 confirmed that bg levels normalized after the supply change. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
H6 component code: 4755 - problem involves or affects the overall device rather than a specific component. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.